Event description:
An optometrist reported a patient was recalled for a routine examination in november, 2006. At that time, the patient reported being treated for a corneal ulcer by a hospital eye clinic. The patient had been under treatment since 2006 for a corneal ulcer in the right eye. The optometrist said the patient stopped by his office and he found the patient had an inferior, temporal corneal ulcer that extended into the visual axis. The optometrist suspected this had been an infectious corneal ulcer due to the duration of treatment. The optmetrist did not known what medications the patient was taking nor did he have the product or the lot number. He called the patient at our request to get additional information regarding medication and product, but said the patient did not return his call. He does not expect to get additional information regarding this injury.

Manufacturer narrative:
Device labeling for reuse.